Event description:
A nurse read 185 mg/dl as 581 mg/dl and repeated the measurement. The nurse got the same result so she/he consulted a physician and then gave the patient a shot of insulin. A subsequent result was 112 mg/dl and it was determined that initial and repeated measurement results were read upside down. Glucose was given to the patient to avoid hypoglycemia. Device not available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.